Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link mini vision stent delivery system (sds) noted blood visible in the guide wire lumen, on the balloon and shaft, consistent with the sds being advanced into the patient anatomy. The stent implant was returned dislodged distally on the balloon. The distal end of the stent was located distal to the distal marker. There were stretched distal struts on the first four rows of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length and proximal stent outer diameter were measured and met manufacturing criteria. The middle stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The distal stent measurements could not be taken due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the distal end of the stent is most consistent with that which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. An attempt was made to obtain clarification from the account as to when the noted stent dislodgement occurred; no further information was available and there was no note of the stent dislodgement therefore it is likely that handling during packing for return analysis contributed to the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent damage or dislodgement for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacturing before release. Additionally, all stent delivery systems are visually inspected for damage.

Event description:
It was reported that during a procedure the mini vision could not cross the target lesion and the stent struts became flared. The device was removed without reported incident. Reportedly the patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Device analysis revealed the stent implant had dislodged distally and was located over the distal taper of the balloon.